Event description:
Customer reported leaking fluid around the blunt cannula while flushing the split septum port. This occurred in the canton infusion unit. There was no pt harm or medical intervention required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.